Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient's infusion set cannula was found bent on (B)(6) 2025, and the blood glucose (bg) level exceeded 500 mg/dl, leading to an emergency room visit on (B)(6) 2025. Upon arrival, the blood glucose level was below 400 mg/dl and remained there for two hours. The patient was treated intravenously with fluids of saline and insulin. The patient noticed symptoms after three hours of insertion. The infusion set was in use for 12 hours. The site of insertion was abdomen. No further information available.